Event description:
The customer reports during an endoscopic retrograde cholangiopancreatography (ercp) procedure using an evis exera iii duodenovideoscope with a single use distal cover, the cap was not applied correctly. The cap was adjusted, and the procedure was started. The physician could not pass the scope into the stomach. The procedure was terminated. As the scope was being withdrawn (extubating), the patient experienced a 5-6 cm oropharynx mucosal tear (visualized with a glide-a-scope) said to be caused by the distal cover. The patient was admitted to the hospital and an ear/nose/throat (ent) physician was consulted. The patient required additional imaging. The patient was hospitalized for 6 days for observation/assessment of the tear. No surgery was performed to treat the tear. There were no abnormalities in the appearance of the scope/distal cover. Case with patient identifier (B)(6) reports the scope used in the procedure. Case with patient identifier (B)(6) reports the single use disposable cover used in the case.